Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing, no pacing and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and noted the same observations. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.